Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that resistance was felt when filling multiple cartridges during the load sequence. Customer changed pump supplies to address the issue. Customer¿s blood glucose (bg) level was "high" at the time of the event. A manual injection was administered to address bg.